Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing. The lead was associated with a competitor's implantable cardioverter defibrillator (ICD). It was reported that the ICD was emitting beep tones. It was discovered that there was an issue with the lead integrity as it displayed out of range pace and shock impedance measurements. The patient was admitted into the hospital and a lead revision was performed. Upon pocket opening, no fracture was observed. The physician did experience difficulty with the helix mechanism. The lead was able to be successfully removed. The patient was not pacemaker dependent and no further complications were reported.